Manufacturer narrative:
A co service rep checked the system and re-seated the pcbs to resolve performance reported. Also replaced components that could have caused this condition.

Event description:
Reporter noted error code occurred, could not re-boot unit. Cancelled last fourth of case. Pt outcome is unk at this time.